Event description:
New information received notes that programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented with over-sensing on the implantable cardioverter defibrillator. Further information was requested but not received.